Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be use related. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned powerpicc catheter revealed blood use residues throughout the returned device. It was observed that the red lumen was broken off the catheter and not returned for evaluation. A microscopic observation revealed the fracture edges to be uneven and sharp. Fracture edges appeared to be dull with ¿c¿ shaped impressions leaking into the fracture site. The characteristics observed along the break site revealed evidence of failure caused by repetitive forces, such as twisting, kinking and pulling of the tubing ultimately resulting in a break in the extension tubing. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported one of the lumens got ripped off by patient. It was not pulled out from the skin itself. The line was clamped at the point they could. Then it was removed 4hrs later. No harm was done. No other information was provided.